Manufacturer narrative:
Ten unused samples and eight photos were provided for evaluation. All samples were visually and physically tested for hub issues and no failures were found. The reported condition could not be confirmed, and an exact root cause of the reported condition could not be determined. The device history record (DHR) was reviewed. During the manufacturing process products were visually inspected and physically tested with no failures found. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. The oee data for the assembly machines were reviewed for all related the production dates and no equipment issues related to the reported condition were observed. A review of the machine setup was conducted and revealed no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. A search of the non-conformance database was conducted for potential issues related to the reported condition. There were no ncrs issued against this lot or shield sub lots for related failure. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for issues with the hub. The shop orders used for this lot met all defined acceptance requirements and were released. There were no anomalies found during a review of the device history record, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective action is not required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the hub is cracking. This occurred during direct patient care while preparing and prepping an antipsychotic injection which caused a leak of medication from the crack. There was not a delay as they had other lot numbers of needles on hand.